Event description:
It was reported that, during surgery, the evos sm 2.5mm fixed handle linear hex driver was being used to screw in the duel 3.5 drill guide insert into the plate as it is designed to do, and the tip of the evos sm 2.5mm fixed handle linear hex driver broke off internal to patient. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.

Manufacturer narrative:
H6, d4, the device, used in treatment, was returned for evaluation. A visual inspection of the returned evos fixed handle confirms the tip of the device is broken off. The broken piece was not returned with the device. This instrument was manufactured in 2018. This device shows significant signs of wear/ usage. A medical investigation was conducted and this case reports the tip of the hex driver broke off during use inside the patient. Per email communication, all of the broken pieces were recovered and discarded by the hospital staff. There was no patient injury or delay, and the procedure was completed using a backup device. No further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.